Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized and alleged the pump was the cause. Contact was unable to provide further information. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the customer's blood glucose was 400 mg/dl and insulin injections were administered to treat bg. Customer was admitted to the hospital for diabetic ketoacidosis (dka) and intravenous fluids were administered. Elevated bg/dka were resolved and customer was discharged on (B)(6) 2019 with no permanent damage. Customer alleged the pump was not delivering insulin properly. There were no reported pump alerts/alarms. Customer reported no further pump issues have occurred.